Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device was not keeping pressure: could not control negative pressure and could not generate alarms under the expected alarm conditions. We have established a relationship between the device and the reported event. The root cause was identified as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during service evaluation the vacuum motor was found defective and the device cannot generate and control negative pressure and the device cannot generate alarms under expected conditions either. Additionally, the device failed the pressure check - leak warning. No case involved.